Event description:
Event description guidant received information that the right and left ventricular transvenous defibrillation leads were exhibiting crosstalk which resulted in ventricular pacing inhibition. Reprogramming the right ventricular sensitivity to least was attempted, but did not resolve the problem. Additional information was received that reprogramming the left ventricular sensitivity also did not resolve the problem. The local guidant sales representative confirmed that the right and left ventricular transvenous leads were repositioned, and now have normal sensing and lead measurments. No adverse patient symptoms were reported.